Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issues were discovered during inspection in central sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part number: 393.10. Lot number: 1024. DHR not available as device is older than 24 years, last documented lot in erp system is 1099 manufactured in july 1995. At this time the manufacturing documents for instruments had to be stored for 10 years. Service & repair evaluation the customer reported the metal tip of the depth gauge was noted to be missing, the universal chuck with t-handle was broken, and the reduction forceps was not ratcheting. The repair technician reported the handle is broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the universal chuck with t-handle (part # 393.10 / lot # 1024) was received at us cq. The device¿s handle has broken off the device. There was clear evidence of shear on the shafts proximal end. The received condition was consistent with the complaint condition thus the complaint was confirmed. The overall complaint was confirmed for the received universal chuck with t-handle as the handle of the device broke off the shaft. Although no definitive root-cause can be determined, its possible the device experienced unintended forces at some point during its life-cycle. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in the central sterile department on (B)(6) 2019, the metal tip of the depth gauge was noted to be missing, the universal chuck with t-handle was broken, and the reduction forceps was not ratcheting. It is unknown if there was a procedure and patient involvement. This is report 1 of 2 for (B)(4).